Manufacturer narrative:
Discrepant results were provided for an additional patient sample (patient 3) tested on (B)(6) 2022: the initial result was < 1.00 miu/ml with a data flag. The repeat result was 192.6 miu/ml with a data flag. Section b6 was updated.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys hcg stat (hcg stat) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was < 1.00 miu/ml with a data flag. The repeat result was 1355 miu/ml with a data flag. On (B)(6) 2022 patient 2 initial result was < 1.00 miu/ml with a data flag. The sample was repeated by an unknown method at another facility with a result of 326 iu/l. The questionable results were reported outside of the laboratory. The hcg stat reagent lot number was 566671 with an expiration date of 31-jan-2023.

Manufacturer narrative:
Based on the data provided, the cause of the event could not be determined. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem.